Manufacturer narrative:
The device was not available for return. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired a (B)(6) infection following an implant procedure. The patient was hospitalized and was provided IV antibiotics. The device was explanted. Follow up report indicated that the patient had been discharged and is recovering in a rehabilitation facility. There was no report of further complication.